Event description:
Additional information later received reported ¿the intrathecal morphine device had not been used for what medical device was intended for¿. Per the patient they did not receive assistance from the hcp/manufacturer representative. The patient had an appointment date (B)(6) 2014, was cancelled and rescheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant: product ID 8709, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was reported that, at the time of this report, the patient was fighting high-grade fevers, kidney infections, her liver shutting down and liver enzymes. The patient¿s fevers were 103 and 104 degrees. The patient also currently had a spinal infection, which was in the same category as a staph infection. The reporter did not know the exact type of infection. The patient needed a spinal tap and when the spinal tap results were available, the reporter would know the name of the infection. The patient and her hcp talked about not putting her back on antibiotics, so she could find out what type of infection was in her spine. It was noted that the patient couldn¿t have surgeries when she had a fever anyway. The patient had appointment set up on 2014-(B)(6) to get put back on antibiotics. The patient was on cipro for 3 months and got off of it in (B)(6) 2014. At the time of this report, it had been 6-8 weeks since she stopped. It was noted that it normally took 9 weeks for the antibiotics to run. At the time of this report, the pump was empty. The device system was previously used to deliver morphine. Please see manufacturer report #3007566237-2012-00204 for information regarding the empty pump.